Event description:
According to the reporter, during an ablation procedure, the sensor was attached to the non-medtronic probe and everything went fine. However, when removing the probe/tracker a small white piece of plastic appeared on the liver. This was a laparoscopic case, so able to see it clearly and removed it and everything was fine. No x-ray was performed to see the broken off tip. It was after the ablation when removing the ultrasound tracking sensor, so no need for x-ray. They saw it clearly on camera and were able to remove it. No additional procedure was needed or performed. Doctor said he did not apply strong force, but port was narrow and he did acknowledge the small fit of it. Patient was very large. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ablation procedure, the sensor was attached to the non-medtronic probe and everything went fine. However, when removing the probe/tracker a small white piece of plastic appeared on the liver. This was a laparoscopic case, so able to see it clearly and removed it and everything was fine. Doctor said he did not apply strong force, but port was narrow and he did acknowledge the small fit of it. Patient was very large. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one of the clips that secure the sensor to the catheter was broken and became separated from the catheter. The broken piece was not returned. It was reported that a component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ablation procedure, the sensor was attached to the non-medtronic probe and everything went fine. However, when removing the probe/tracker a small white piece of plastic appeared on the liver. This was a laparoscopic case, so able to see it clearly and removed it and everything was fine. No x-ray was performed to see the broken off tip. It was after the ablation when removing the ultrasound tracking sensor, so no need for x-ray. They saw it clearly on camera and were able to remove it. No additional procedure was needed or performed. Doctor said he did not apply strong force, but port was narrow (10 mm diameter port) and he did acknowledge the small fit of it. Patient was very large. There was no patient injury.